Event description:
It was reported that prior to an unknown procedure, on getting the device out ready for the case it was noticed that the scissor tips were protruding through the red tip protector and that the tyvek packaging had been punctured by the tips in places. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). The complaint indicated that the scissor tips from the device were protruding through the red tip protector and had punctured the package. Visual analysis confirmed that the tips did stick out from the end the red protective cap and confirmed presence of punctures in the film lidstock. There were several holes spanning an area of approximately three inches, from near the tip of the device out toward the end of the package. It appears that the package was excessively handled and the end was folded repeatedly in different places causing the tips to poke through the package in several places. The package lid had several pieces of brown adhesive tape that is not of any type used at the packaging facility. Due to the brown tape and the appearance of excess handling, root cause of this complaint is external to ees. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.